Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, a loss of connection between the transmitter and g5 application occurred. The patient was found unconscious at home at about 9:50 am by her husband. Her fingerstick reading at the time her husband found her was 56mg/dl. Patient was treated at the scene with dextrose by her husband, and then taken to the emergency room (ER). The patient was admitted to the ER at about 11:00 am for low blood glucose. The patient was released from the ER at around 5:30 pm. Data shows gaps from around the time of the event, indicating that loss of connection occurred. At the time of contact, the patient was stable. No additional event or patient information is available. The transmitter was returned for evaluation. The transmitter was determined to be in good condition based on external visual inspection. The devic passed exterior visual inspection. Global transmitter functional testing was performed and the device passed. Log data was reviewed and shows signal loss on the date of issue. The reported event of loss of connection was confirmed. A root cause could not be determined.